Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: (B)(4), model: sc-9218-15, serial: (B)(4), batch: 7022654 / 7055919.

Event description:
It was reported that the patient was experiencing overstimulation and pain around the ipg site when stimulation was on. The pain was described as a bee sting like pain at the implant site which got worst when the stimulation was increased. The patient underwent an explant procedure wherein the ipg and m8 adapters were removed. The patient was doing well post-operatively. The explanted devices were not returned as they were discarded by the medical facility.